Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had an infection at implant site. Symptom was swollen. The patient was prescribed antibiotics. The physician believed that the infection was not device or procedure related. No further course of action at this time.

Manufacturer narrative:
Report mw5067376 and mw5067494.

Event description:
A report was received that the patient had an infection at implant site. Symptom was swollen. The patient was prescribed antibiotics. The physician believed that the infection was not device or procedure related. No further course of action at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74 serial #:( B)(4) description: avista MRI perc lead kit, 74 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at implant site. Symptom was swollen. The patient was prescribed antibiotics. The physician believed that the infection was not device or procedure related. No further course of action at this time.